Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of loss of consciousness.

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the g5 mobile application did not give an audible notification, in addition to an adverse event that occurred. The patient stated that he had passed out at work due to low event and was not notified by the g5 mobile application that he was low. The patient was taken to hospital on (B)(6) 2016. The patient was unable to provide who called paramedics. At the hospital the patient was treated with glucose, but unaware of amounts given. The patient was released from the hospital the same day. At time of contact the patient was recovering. No additional event or patient information is available. No product was provided for evaluation. The reported event could not be confirmed. A root cause cannot be determined.